Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located at the opening of the renal artery. A 5.0mmx15mmx150cm express vascular sd stent was selected for transcatheter renal artery stenting. However, during the procedure, it was noted that the stent could not pass through the lesion, and the stent surface was not smooth. The procedure was completed with a different device. The patient's condition following the procedure was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located at the opening of the renal artery. A 5.0mmx15mmx150cm express vascular sd stent was selected for transcatheter renal artery stenting. However, during the procedure, it was noted that the stent could not pass through the lesion, and the stent surface was not smooth. The procedure was completed with a different device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is damage. Microscopic examination revealed no additional damages.inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent is damaged.